Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a slight wear on the label. Review of the event history log (ehl) showed a low reservoir alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no additional repairs were made. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited under infusion alarms and was returned after being started 46 hours earlier. According to the delivery log the volume rate was set appropriately. The event log read that the quarter hourly counter was correctly infused. Per reporter, the patient did not receive any drug and there were no pump alarms that were overridden. The bag was returned completely full although the reservoir read zero. The programmed continuous infusion rate was 2ml/hr, programmed total reservoir volume 92ml and total amount given 0ml. The air detector was off, the upstream sensor was on, no cassette was used and the 100ml medication bag was used. There was patient involvement and no patient harm/adverse event reported.